Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided. A search of the complaint database found no prior reports for both reported part and lot number combinations. Based on the investigation, the need for corrective action is not indicated.

Event description:
Breakage of distal transverse locking screw for versanail tibial.